Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Left side wheel came off the chair and she was stranded until someone helped her. Right side wheel loose also. No injury was reported by consumer.